Event description:
It was reported that a research project to determine if calcific deposits in the patellar tendon of the knee can be reduced using a regimen of 5% acetic acid delivered by hybresis iontophoresis. After 142 minutes of delivery via the hybresis protocol, no negative effects were noted under the placebo pad, but a second degree chemical burn the size of the drug reservoir was noted. The pt was seen by a surgeon and noted the burn to be third degree, surgery was performed to remove the dead skin.

Manufacturer narrative:
The device will not be returned for evaluation. A failure analysis of the complaint device could not be completed. The lot number is unk. A review of the manufacturing documentation could not be performed. The university and other state agencies were looking into the injury and the bottle that supposedly contained 5% acetic acid. The investigation showed that the bottle labeled as 5% acetic acid actually contained a much higher concentration. Thus, they hybresis iontophoresis patch was not the cause of the burn.